Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The manufacturer¿s service technician evaluated and observed error code e-086 (outlet pressure sensor) in the device¿s event log. The service technician recommended replacing the device¿s main printed circuit assembly board to address e-086. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.